Event description:
The father's customer reported that the customer had a button error and failed battery test on the insulin pump. The customer's blood glucose level was 180 mg/dl. The customer was asked if recalls any significant events leading to the button error alarm. The customer response was nothing out of the ordinary normal usage. The patient was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instruction. It was explained to the customer the alarm and possible causes of fail battery test alarm. The customer was advised to use (B)(6) aaa alkaline batteries are most effective for insulin pump used.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with unresponsive buttons due to corroded lcd board. No button error alarms noted. The insulin pump was unable to verify failed battery test due to unresponsive buttons. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.